Event description:
Extension set tubing broke (straight across) distal to the clamp. Bleeding started. Pt clamped and called homehealth agency. Nurse made visit and changed. Therapy resumed, patency resumed after changing extension set.